Event description:
A (B)(6) result was obtained when the customer performed advia centaur xp confirmatory testing. The patient sample was (B)(6) and was tested on the advia centaur xp confirmatory assay. The result confirmed (B)(6). The confirmatory testing was repeated and found not confirmed. The patient sample was tested with an alternate method and the result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.

Manufacturer narrative:
On 07/22/2015 additional information: the customer could not provide the replicates for (B)(6) from (B)(6) because the patient sample was rerun on another advia centaur system and the results were not available. That is why the patient sample was then run with the advia centaur xp confirmatory assay. The cause could not be determined as the patient sample was unavailable for further testing. Pre-analytical factors can not be ruled out. Pre-analytic variables can affect the quality of the sample and deviation from recommended best practices can lead to erroneous results. The cause for the discordant (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. Siemens healthcare diagnostics is investigating. The instrument is performing within specifications. The (B)(6) confirmatory (conf) assay IFU states in the limitations section: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers. It is recognized that presently available methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A nonreactive hbsag test result does not preclude the possibility of exposure to or infection with hepatitis b."